Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to be fully functional. The instrument did not have any damaged cables. The instrument passed the energy delivery, recognition and engagement tests. It moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the jaws of 8mm mega suturecut needle driver instrument were not functioning. It appeared to have a broken cable. The procedure was completed with no reported injury.